Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a false atrial fibrillation issue triggered incorrectly on the device. No programming changes will be made. Device remains implanted. Patient will continue to be followed normally.